Manufacturer narrative:
Patient weight: (B)(6) kg.

Event description:
It was reported that the guidewire separated and remained in the patient. The 75% stenosed, 40mm target lesion was located in the mildly tortuous left anterior descending artery (lad). A 330cm rotawire and wireclip torquer and a rotapro were selected for use. Ablation was performed 7 times by moving the burr forward and backward all the time without staying one place. The rotational speed of each ablation was 180,000rpm. The duration of each ablation was 13s,11s,13s,14s,15s,8s,15s with a rotational speed decrease on each ablation of 8k,7k,7k,4k,6k,4k,2k. The rotaburr did not come into contact with the spring tip of the rotawire. The rotapro advancer was removed in dynaglide mode and the guidewire got twisted outside the patient's body. The guidewire separated and approximately 12cm remained in the proximal part of the lad. An attempt was made to snare the ro marker of the rotawire that remained in the patient but only 2 to 3cm of the coil tip part was able to be retrieved. Since the rotawire shaft could not be checking under fluoroscopy, ivus was inserted, and it was confirmed that the rotawire remained. There was difficulty on retrieval. A drug-eluting stent (des) was placed to partially appose the detached tip to the vessel wall, and the procedure was completed. Since a hematoma was confirmed at the femoral puncture area, endoscopic third ventriculostomy (evt) was performed. The physician determined that it is a high risk to remove the detached tip surgically and decided to take a wait-and-see approach as it was. The patient's status post procedure was stable. The patient was discharged from the hospital.

Manufacturer narrative:
A4-weight: 55.7 kg. Device analysis by MFR: the guidewire was returned with the spring tip detached. The detached component was not returned. The returned section of the body measured approximately 318 cm from the proximal end. The returned distal tip was kinked and the proximal end of it had a small section of the guidewire attached. Measurable dimensional inspection found the guidewire to be within specification.

Event description:
It was reported that the guidewire separated and remained in the patient. The 75% stenosed, 40mm target lesion was located in the mildly tortuous left anterior descending artery (lad). A 330cm rotawire and wireclip torquer and a rotapro were selected for use. Ablation was performed 7 times by moving the burr forward and backward all the time without staying one place. The rotational speed of each ablation was 180,000rpm. The duration of each ablation was 13s,11s,13s,14s,15s,8s,15s with a rotational speed decrease on each ablation of 8k,7k,7k,4k,6k,4k,2k. The rotaburr did not come into contact with the spring tip of the rotawire. The rotapro advancer was removed in dynaglide mode and the guidewire got twisted outside the patient's body. The guidewire separated and approximately 12cm remained in the proximal part of the lad. An attempt was made to snare the ro marker of the rotawire that remained in the patient but only 2 to 3cm of the coil tip part was able to be retrieved. Since the rotawire shaft could not be checking under fluoroscopy, ivus was inserted, and it was confirmed that the rotawire remained. There was difficulty on retrieval. A drug-eluting stent (des) was placed to partially appose the detached tip to the vessel wall, and the procedure was completed. Since a hematoma was confirmed at the femoral puncture area, endoscopic third ventriculostomy (evt) was performed. The physician determined that it is a high risk to remove the detached tip surgically and decided to take a wait-and-see approach as it was. The patient's status post procedure was stable. The patient was discharged from the hospital.